Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On (B)(6)2017 15:47:28 pst ice batch user (batch_ice) phone (b)(6. (B)(4) complaint status: in process mdt initial contact: (B)(4) taken by: lindqe1. Customer called back regarding pump error 25, xref: (B)(4). She needs to change 1-2 batteries/day. She has d/q from pump and gone to back up plan as per hcp- sending replacement +re. (B)(4) country: (B)(6). Input date: 08/10/2017 warranty start: 10/12/2015 warranty end: 10/11/2019 batch - ng1144897h.